Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in (B)(6) italy. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, the float with level board has been replaced. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, that has a float sensing problem: it did not indicate the filling stake of the tank which caused a significant water leak. The issue occurred during procedure. There is no report of patient injury.